Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke and detached inside the patient. The detached piece of the cutting wire was retrieved from the patient and it is unknown what device was used to retrieve the detached part. Reportedly, they used the same generator and active cord, but used a second dreamtome¿ rx 44 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device found that working length was damaged, the distal pierced hole (tome's extrusion) was found torn, and cutting wire was blackened; therefore this last condition displaced the cutting wire causing the wire anchor to be dislodged from the extrusion. Although the product returned does not have the cutting wire broken, it has the wire anchor to be dislodged from the extrusion which the customer could perceive as a broken cutting wire; consequently, confirming the reported complaint. During the manufacturing process the units are inspected to avoid and detect defect, however there is no control in how the devices are handle in the field, therefore; based on all the available information and the condition of the returned product, the most probable cause of this event will be documented as ¿operational context¿ since it is most likely that due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke and detached inside the patient. The detached piece of the cutting wire was retrieved from the patient and it is unknown what device was used to retrieve the detached part. Reportedly, they used the same generator and active cord, but used a second dreamtome¿ rx 44 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.